Manufacturer narrative:
The complaint sample was returned for evaluation. The catheter shaft was inspected for cosmetic issues, kinks/dents, and no defects were noted. Examination of the balloon confirmed the balloon was burst / ruptured.

Event description:
It was reported to boston scientific corporation in 2008, that an rx dilatation balloon was used during a procedure three days prior. (Patient gender, age and weight unknown) according to the complaint, the balloon failed a dilatation in the papilla. The balloon failed to inflate. The case was completed with another rx dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good"